Event description:
Related manufacturer report number: 2017865-2024-03368. It was reported that the patient presented for follow-up with a pocket hematoma. Both the device and right ventricular lead were explanted. The patient was stable.